Event description:
Boston scientific received information that this left ventricular lead was dislodged. A revision procedure was performed. This lead was removed and replaced successfully. During the removal procedure, this lead was cut into two pieces. No adverse patient effects were reported.

Manufacturer narrative:
When this lead has been returned, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt, the lead was returned severed in two segments at 38 cm from the pin. Visual inspection did not reveal any lead anomalies. Further analysis could not be performed due to the returned condition of the lead.